Event description:
New information received notes that the suspected lead chatter or noise was seen on the defibrillator right ventricular (rv) lead due to possible interaction to another chronic rv lead.

Event description:
It was reported that the patient was asymptomatic. Ventricular oversensing was observed possibly related to lead chatter on the right ventricular (rv) lead. No programming changes were made. Defibrillation testing (dft) was performed. The patient was being monitored and was stable before, during and after testing.